Event description:
It was reported to boston scientific corporation that a spaceoar was used during a placement procedure on an unknown date, under spinal anesthesia. A post-procedure magnetic resonance imaging (MRI) was performed and found a rectal wall infiltration. It was reported that there is a possibility that the puncture route and identification of the fat layer were incorrectly assessed. There were no patient complications reported, the radiation therapy was postponed until the hydrogel hydrolyzes to a certain volume. The patient was expected to receive 20 fractions 3 gray.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 03/01/2026, was chosen as the best estimate based on the date that the manufacturer became aware of the event 03/25/2026. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a150202 is being used to capture the reportable event of gel found in unintended site - nonvascular. Block h11: detailed product information was not provided to bsc. It was reported as unavailable per account. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.